Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system was left unplugged for a week and the batteries were depleted. The system was charged overnight and the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system will not expose. When site attempted to perform a gain calibration the system would partially beep as if beginning to expose, but would then stop. Site reported that no error messages were produced. Site attempted reboot without resolution. There was no patient present when this issue was observed.